Event description:
It was initially reported that the patient's generator was explanted due to an infection. It was noted that following implant, there was an irritation present, but the infection was not confirmed until 2009 when an incision ruptured. One week later, the patient's generator was explanted and she was given antibiotics. The physician noted that the event was a classic infection following an implantation. The patient was said to have severe mental retardation, so it was possible that the patient could have been manipulating the incision. There was said to be swelling at the neck and the infection was located around the stimulator. Cultures taken indicated that it was an infection. The physician indicated that the reason for the delay in the infection was due to the virulence s. Aureus. The patient's lead was left in the patient, which the infection healed and since the patient has had a new generator implanted.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.